Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance warning and oversensing. The right atrial (ra) lead exhibited no capture. The ra lead was revised and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.